Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 08-jul-2024 in the pump history file. The power management graph confir20med the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 07/03/2024 at 14:39:01.000 pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump received with normal operating currents. No replace battery alert or replace battery now alarm during testing. No replace battery alert one week prior to the event date on 08-jul-2024 in the pump history. No replace battery now alarm in the pump history noted. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or change sensor alert noted. Pump was cut open to perform visual inspection and found moisture damage on the j7 on the pcba 1 noted. The force sensor offset measured within spec range during testing (22.9 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Customer alleged not confirmed for change sensor alert and the replace battery alert/replace battery now alarm without a prior low battery warning. Moisture damage found on j7 on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and changed the sensor. The customer reported a blood glucose value of 32 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucose or carbohydrate intake, ems, ambulance, or ER visits. The event involved products mmt-1884l, mmt-7040a, mmt-332a, and mmt-397a. The troubleshooting was performed. The customer received a change sensor alert. Explained possible causes. The customer was unable to run a transmitter test, and/or the test passed. The customer advised trying another sensor. It was unknown if the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It is unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that they visited the emergency room on (B)(6) 2024 for 3 hours due to hypoglycemia. Blood glucose at time of hospital visit was 32 mg/dl. User was treated with a sandwich and apple juice. Prior to the event the user had accompanied their spouse to the clinic. User then went home and got low there. At the time of the call the user stated their sensor had stopped working however there was no allegation that the sensor issue caused the hypoglycemia. User had a change sensor alert. Customer could not test transmitter during call. Troubleshooting was done for the sensor issue. Customer did not feel okay to troubleshoot the low. It was unknown if customer was using the pump within 48 hours of the low. There was no high event. It is unknown if customer was using smartguard at time of event. Pump was discontinued and returned for analysis.